Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacture's lead was seen in the emergency room where loss of capture (loc) was noted. The patient would have episodes of unresponsiveness. It was discovered that the patient had increased thresholds. Pacing outputs were increased to 2 times the measured threshold. The device remains in service.